Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, customer tested by fingerstick on the meter and the result was 5.4 inr. The customer had a lab test within 7 hours and the result was 3.7 inr. On (B)(6) 2018, customer tested by fingerstick on the meter and the result was 3.1 inr. The customer had a lab test within 7 hours and the result was 2.3 inr. On (B)(6) 2018, customer tested by fingerstick on the meter and the result was 3.6 inr. The customer had a lab test within 7 hours and the result was 2.6 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes, no medication changes, no new illnesses and no bleeding or bruising. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no. For results <4.5, the complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 294942) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.